Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in pacing inhibition for more than two seconds in duration on the right ventricular (rv) lead following radiation therapy. The noise appears to be myopotential in nature. The patient is pacemaker dependent. The impedances have been stable with the exception of once instance where there was a slight decrease however the amplitudes have been quite variable. The device sensitivity was reprogrammed to mitigate the oversensed noise and the patient will be monitored. No adverse patient effects were reported. The device and lead remain in service.